Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the tip of the device fell off inside the patient. The surgeon was able to retrieve the tip. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device was returned with the cannula cap detached from the cannula tabs. No more damages were noted during visual examination. The device was functionally tested and it worked as intended. After testing, device was disassembled and no damages were found on the internal components. It is possible that the cannula cap dislodged due to excessive forces applied to the device during use.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.